Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of occlusion that led to insulin flow blockage. Patient was advised to replace infusion set and reservoir. No further information available.

Manufacturer narrative:
(B)(6).